Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection occurred which was not duplicated during evaluation. Unrelated to the event the display was found to be dim and pink and there was a white spot on the display; additionally the bolus button cover was found to have a hole in it and the bolus button was unresponsive. Correction # 2531779-03/24/2010-003-r.

Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the force sensor pins were found to be partially dislodged. A review of the pump history indicated that loss of cartridge detection occurred which was not duplicated during evaluation. This report is being made based on the evaluation results.